Event description:
Rptr indicated that device diagnostic testing following generator replacement surgery resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible lead malfunction or generator/lead connection problem. Intraoperative device diagnostic testing was not performed at the time of the generator replacement surgery, but was performed in the recovery room upon completion of the procedure. Approx 2 1/2 mos later, the pt underwent revision surgery, during which the set screw plug popped out of the generator. The pt's entire vns therapy system was replaced (the original lead was left in situ). Lead break is suspected.